Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039134) on 22-apr-2014. The most recent information was received on 17-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils digging into my hip and other below my belly button area / coils are in my fallopian tubes all the way') in a 30-year-old female patient who had essure (batch no. 823488-not valid,823468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("extreme pain"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish") and experienced menorrhagia ("heavy periods, periods came back stronger, leaking out through tampons and pads, menstrual cycle was stronger\ abnormal bleeding ( menorrhagia)"), lasting 122 days. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("bleeding has been extremely heavy"), dysmenorrhoea ("menstrual cramps, like I was in labor"), abdominal pain lower ("mild cramping"), headache ("increased headaches"), abdominal discomfort ("feeling flutters in abdomen, twinking in her belly"), abdominal pain ("cramps, had pain"), paraesthesia ("tinging, tingling"), breast enlargement ("breasts larger"), feeling abnormal ("was having pregnancy symptoms, was thinking she was pregnant, pregnancy test, negative, negative "), uterine disorder ("after hysterosalpingogram, her uterus was sideways"), fallopian tube disorder ("one of the fallopian tubes is sitting in my pelvis, the other siting parallel") and urinary tract infection ("uti") and experienced amenorrhoea ("had no periods the first year"), lasting 365 days. The patient was treated with naproxen (naprosyn). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, abdominal discomfort, pelvic pain, paraesthesia, breast enlargement, feeling abnormal, uterine disorder, fallopian tube disorder, depression, urinary tract infection, vaginal haemorrhage and anxiety outcome was unknown, the dysmenorrhoea had not resolved and the menorrhagia, amenorrhoea and abdominal pain had resolved. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, amenorrhoea, anxiety, breast enlargement, depression, device dislocation, dysmenorrhoea, fallopian tube disorder, feeling abnormal, genital haemorrhage, headache, menorrhagia, paraesthesia, pelvic pain, urinary tract infection, uterine disorder and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bladder/urinary problem : yes. Received treatment for psychological injury : no. Plaintiff didn't undergo removal surgery because she unable to afford surgery. Lot number (823488) is invalid. Lot number: 823468 manufacture date: 2011-01 expiration date: 2014-01. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 22-apr-2014. The most recent information was received on 17-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils digging into my hip and other below my belly button area / coils are in my fallopian tubes all the way') in a 30-year-old female patient who had essure (batch no. 823488, 823468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6)-2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain ("extreme pain"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish") and experienced menorrhagia ("heavy periods, periods came back stronger, leaking out through tampons and pads, menstrual cycle was stronger\ abnormal bleeding ( menorrhagia)"), lasting 122 days. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("bleeding has been extremely heavy"), dysmenorrhoea ("menstrual cramps, like I was in labor"), abdominal pain lower ("mild cramping"), headache ("increased headaches"), abdominal discomfort ("feeling flutters in abdomen, twinking in her belly"), abdominal pain ("cramps, had pain"), paraesthesia ("tinging, tingling"), breast enlargement ("breasts larger"), feeling abnormal ("was having pregnancy symptoms, was thinking she was pregnant, pregnancy test, negative, negative "), uterine disorder ("after hysterosalpingogram, her uterus was sideways"), fallopian tube disorder ("one of the fallopian tubes is sitting in my pelvis, the other siting parallel") and urinary tract infection ("uti") and experienced amenorrhoea ("had no periods the first year"), lasting 365 days. The patient was treated with naproxen (naprosyn). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, abdominal discomfort, pelvic pain, paraesthesia, breast enlargement, feeling abnormal, uterine disorder, fallopian tube disorder, depression, urinary tract infection, vaginal haemorrhage and anxiety outcome was unknown, the dysmenorrhoea had not resolved and the menorrhagia, amenorrhoea and abdominal pain had resolved. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, amenorrhoea, anxiety, breast enlargement, depression, device dislocation, dysmenorrhoea, fallopian tube disorder, feeling abnormal, genital haemorrhage, headache, menorrhagia, paraesthesia, pelvic pain, urinary tract infection, uterine disorder and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bladder/urinary problem : yes. Received treatment for psychological injury : no. Plaintiff didn't undergo removal surgery because she unable to afford surgery. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-jan-2020: pfs received: reporter was added. Patient's demographic was added. Lot no. Was added. New event- abnormal bleeding (vaginal), mental anguish device monitoring procedure not performed,were added & one event was updated from psyche injury to depression. Event onset dates were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039134) on (B)(6)2014. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils digging into my hip and other below my belly button area / coils are in my fallopian tubes all the way') and genital haemorrhage ('bleeding has been extremely heavy') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On(B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual cramps, like I was in labor"), abdominal pain lower ("mild cramping"), headache ("increased headaches"), abdominal discomfort ("feeling flutters in abdomen, twinking in her belly"), pelvic pain ("extreme pain"), abdominal pain ("cramps, had pain"), paraesthesia ("tinging, tingling"), breast enlargement ("breasts larger"), feeling abnormal ("was having pregnancy symptoms, was thinking she was pregnant, pregnancy test, negative, negative "), uterine disorder ("after hysterosalpingogram, her uterus was sideways"), fallopian tube disorder ("one of the fallopian tubes is sitting in my pelvis, the other siting parallel"), psychological trauma ("psychological injury") and urinary tract infection ("uti"), experienced menorrhagia ("heavy periods, periods came back stronger, leaking out through tampons and pads, menstrual cycle was stronger"), lasting 122 days and experienced amenorrhoea ("had no periods the first year"), lasting 365 days. The patient was treated with naproxen (naprosyn). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, abdominal discomfort, pelvic pain, paraesthesia, breast enlargement, feeling abnormal, uterine disorder, fallopian tube disorder, psychological trauma and urinary tract infection outcome was unknown, the dysmenorrhoea had not resolved and the menorrhagia, amenorrhoea and abdominal pain had resolved. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, amenorrhoea, breast enlargement, device dislocation, dysmenorrhoea, fallopian tube disorder, feeling abnormal, genital haemorrhage, headache, menorrhagia, paraesthesia, pelvic pain, psychological trauma, urinary tract infection and uterine disorder to be related to essure. The reporter commented: received treatment for pain, bladder/urinary problem : yes received treatment for psychological injury : no quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter information updated. Event : psychological injury, uti added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039134) on 22-apr-2014. The most recent information was received on 03-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils digging into my hip and other below my belly button area / coils are in my fallopian tubes all the way') in a 30-year-old female patient who had essure (batch no. 823488-not valid,823468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("extreme pain"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish") and experienced menorrhagia ("heavy periods, periods came back stronger, leaking out through tampons and pads, menstrual cycle was stronger\ abnormal bleeding ( menorrhagia)"), lasting 122 days. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("bleeding has been extremely heavy"), dysmenorrhoea ("menstrual cramps, like I was in labor"), abdominal pain lower ("mild cramping"), headache ("increased headaches"), abdominal discomfort ("feeling flutters in abdomen, twinking in her belly"), abdominal pain ("cramps, had pain"), paraesthesia ("tinging, tingling"), breast enlargement ("breasts larger"), feeling abnormal ("was having pregnancy symptoms, was thinking she was pregnant, pregnancy test, negative, negative "), uterine disorder ("after hysterosalpingogram, her uterus was sideways"), fallopian tube disorder ("one of the fallopian tubes is sitting in my pelvis, the other siting parallel") and urinary tract infection ("uti") and experienced amenorrhoea ("had no periods the first year"), lasting 365 days. The patient was treated with naproxen (naprosyn). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, abdominal discomfort, pelvic pain, paraesthesia, breast enlargement, feeling abnormal, uterine disorder, fallopian tube disorder, depression, urinary tract infection, vaginal haemorrhage and anxiety outcome was unknown, the dysmenorrhoea had not resolved and the menorrhagia, amenorrhoea and abdominal pain had resolved. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, amenorrhoea, anxiety, breast enlargement, depression, device dislocation, dysmenorrhoea, fallopian tube disorder, feeling abnormal, genital haemorrhage, headache, menorrhagia, paraesthesia, pelvic pain, urinary tract infection, uterine disorder and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bladder/urinary problem : yes received treatment for psychological injury : no. Plaintiff didn't undergo removal surgery because she unable to afford surgery. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-feb-2020: update of information (batch is not valid). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039134) on 22-apr-2014. The most recent information was received on 11-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils digging into my hip and other below my belly button area / coils are in my fallopian tubes all the way') and genital haemorrhage ('bleeding has been extremely heavy') in a (B)(6) female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual cramps, like I was in labor"), abdominal pain lower ("mild cramping"), headache ("increased headaches"), abdominal discomfort ("feeling flutters in abdomen, twitching in her belly"), pelvic pain ("extreme pain"), abdominal pain ("cramps, had pain"), paraesthesia ("tinging, tingling"), breast enlargement ("breasts larger"), feeling abnormal ("was having pregnancy symptoms, was thinking she was pregnant, pregnancy test, negative, negative "), uterine disorder ("after hysterosalpingogram, her uterus was sideways") and fallopian tube disorder ("one of the fallopian tubes is sitting in my pelvis, the other siting parallel"), experienced menorrhagia ("heavy periods, periods came back stronger, leaking out through tampons and pads, menstrual cycle was stronger"), lasting 122 days and experienced amenorrhoea ("had no periods the first year"), lasting 365 days. The patient was treated with naproxen (naprosyn). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, abdominal discomfort, pelvic pain, paraesthesia, breast enlargement, feeling abnormal, uterine disorder and fallopian tube disorder outcome was unknown, the dysmenorrhoea had not resolved and the menorrhagia, amenorrhoea and abdominal pain had resolved. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, amenorrhoea, breast enlargement, device dislocation, dysmenorrhoea, fallopian tube disorder, feeling abnormal, genital haemorrhage, headache, menorrhagia, paraesthesia, pelvic pain and uterine disorder to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 11-jun-2019: this record was detected to be a duplicate to case# (B)(4) from which all information was transferred to this case ((B)(4)). Then duplicate record # (B)(4) will be deleted. New: report now received from lawyer who reported "injury" (unspecified event) - events now considered related by reporter. Essure implantation date specified to (B)(6) 2011 (prev: 2011). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.